Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with insulin which he self-adjusts. He reported that he was in hospital "for unrelated issues" and at 1am on (B)(6) 2016, he "felt shaky, had dry mouth and frequent urination". He reported that he "wasn't sure if he was high or low" so performed a blood test on the subject meter and obtained an alleged inaccurately high result of "226 mg/dl". He reported that also at 1am on (B)(6) 2016, he administered 3 units of novolog insulin. He alleged that he "woke up from low sugar coma" at 7:15am on (B)(6) 2016 and a blood glucose result of "16 mg/dl" was recorded on the hospital's novasmart meter. The reported time difference of greater than 30 minutes and the administration of medication make the comparison between the two results invalid for the purposes of determining an inaccuracy. It is unclear what treatment the patient received for his signs/symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the samples of blood. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.